Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device error log was provided for review. The log confirmed the error message in the customer's report. The facility reported the device was working after changing the batteries, and decided not to return the device, and to monitor the situation. However, without receipt of the device root cause could not be firmly established by the log information. Analysis for reports of this type has not identified an increase in trend.